Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The customer was instructed to remove the pump from its case and clean it, and by reloading the same cartridge, the issue was resolved, allowing insulin delivery to resume successfully.